Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was further reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged. The ipg was explanted and replaced. The rv lead and ra lead were repositioned and remain in use. No patient complications have been reported as a result of this event.